Manufacturer narrative:
The sample involved in the incident was returned for eval. The returned luer activated valve was submitted to the co's quality assurance lab for analysis. The sample was visually examined for cracks, however, none were found. Reverse pressure testing was performed on the valve to functionally evaluate for leakage and leakage was confirmed from the female adapter end. The sample was then submitted to co's particulate technology dept. When the sample was examined under the stereomicroscope, no cracks or other obvious defects were detected, but the unit was found to easily accept flow of filtered water in both directions. As such, the cause for the leakage was unable to be determined. A review of the work order documents was conducted by mfg site personnel. The review did not indicate any problems were detected during production. The file sample was tested and found to be acceptable.

Event description:
Received report of leak of reflux valve. A pt was having a thallium scan to rule out tumors. The thallium was administered via the plug which, unknown to personnel, leaked out onto the pt's gown. This showed up as a tumor. Another opinion was requested for possible surgical workup. It was decided that the tumor was a result of the thallium spill, confirmed by scan of the pt gown. No pt harm was reported.